Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent loss of capture (loc) on the left ventricular (lv) lead. Technical services (ts) recommended further evaluation with a programmer. No adverse patient effects were reported. This device system remains in service.